Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported hospitalization due to high blood glucose. Customers parent states that there is a motor error alarm. The blood glucose reading at the time of hospitalization was 676 mg/dl. Customer's parent also states that their daughter is bipolar. Customer was not wearing the insulin pump at the time of hospitalization. Nothing further reported.